Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during supera stent release, after the end of the advancement of the thumblide, it was not possible to retrieve the protective sheath resulting in 2 cm of the stent still undeployed. The second safety was removed and the delivery system was pulled back resulting in the successful deployment of the stent in the target lesion. The stent was to nominal length and there were no complications during retraction of the delivery system from the patient. No adverse patient effects or clinically significant delay in the procedure were reported.